Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during the insertion of the innies, the screwdrivers would not insert and tighten properly, also it was very difficult to make the torque limiting. During the compression, the compression screwdriver was also damaged during the intervention. The procedure was completed successfully with 10 minutes delay. There were no patient consequences. Concomitant device reported: unknown innies (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: updated. H3, h6: investigation summary: investigation flow: device interaction/functional. Visual inspection: the viper prime torque handle (product code: 286750100 & lot no: gb108556) was received at us cq. Upon visual inspection,there was no visual damage evident on the device. The drive feature of the device was in good shape. Functional test: the torque limit functional test was performed by npd lab on 7/24/2020. The highest torque of the device measured during torque testing was 89.506 in-lb which was not within the specified torque range of the device of 80 in-lbs +/-10% (72 in-lb to 88 in-lb). Thus, the over/under torque complaint condition was confirmed. The functional test performed by the us cq indicated that the complaint device was able to be assembled with the mating device ( part # 286750070) as intended. Thus the device interaction failure condition was not confirmed. Dimensional inspection: a dimensional inspection was not performed as the internal components were inaccessible without destruction of the device. Document/ specification review: no design issues were observed. Conclusion: the overall complaint was confirmed. No manufacturing issues were identified during investigation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A root cause could not be determined, but it is likely the device was not properly maintained and has an internal mechanical failure. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: a review of the receiving inspection (ri) for viper prime torque handle was conducted identifying that lot number gb108556 was released in a single batch. Batch1: lot qty of (B)(4) units were released on apr 17, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Lot # and expiration date updated physical address updated the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.